Event description:
It was reported that the scissor tip was broken off.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The scissors were visually inspected for damages and the tip of the scissor is broken. The tip was not received with the product. Probable root causes could be user error and/or cleaning/sterilization methods. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the scissor tip was broken off.